Manufacturer narrative:
The device has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. Moreover, the lead also caused the patient to experience muscle stimulation. The lead was explanted. No additional adverse patient effects were reported.